Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 23-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report mw (B)(4) the following information: baby had numerous apnea and bradycardic episodes. Noted that oral gastric tube was stiff and could possibly be causing vagal episodes. Also, several, small emesis episodes. The og [oral gastric] tube removed and it was noted to be very curled/misshaped and stiff. The tube had been in place less than 2 weeks. It was replaced with a new 5 fr tube that is more pliable. No more episodes for the rest of the shift. This baby is a little over 1 kg and was not tolerating the 8 fr tube. What was the original intended procedure: to vent the stomach for decompression and aspirate the air off at care times. Other therapies used on the patient at the time of the event that may have caused or contributed to the event: CPAP [(continuous positive airway pressure)] for respiratory distress syndrome.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 24-jan-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.